Manufacturer narrative:
Lcd fault. (B)(4). Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd; poor solder connection on lcd.

Manufacturer narrative:
Serial number correction.

Event description:
Consumer called. Meter lcd display shows partial characters. No adverse event reported.

Event description:
Consumer called. Meter lcd display shows partial characters. No adverse event reported.